Event description:
The dentist reported the screw fractured inside the implant and the implant had to be removed.

Manufacturer narrative:
One implant has been returned for review. White residue remained on the external surface of the implant and dark debris remained stuck inside of the implant. The external hex and collar of the implant have been grossly damaged. Evidence of a stuck component was identified within the implant. The remaining portion of the fractured component has not been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.